Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03289. It was reported that the patients lead migrated. The lead was explanted and replaced (B)(6) 2018. Therapy was restored post-op. It is unknown which lead was migrated and replaced, therefore both are being reported on.